Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: from valve prosthesis to coronary artery: a fatal thrombus: a case report. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "from valve prosthesis to coronary artery: a fatal thrombus: a case report", was reviewed. The article presented a case study of a 71-year-old female patient with a history of rheumatic heart disease, dyslipidemia, hypertension, permanent atrial fibrillation, embolic right hemispheric transient ischemic attach, chronic obstructive pulmonary disease, severe osteoporosis and sarcopenia. In 2014 a 21mm masters series aortic mechanical heart valve and a 27mm masters series mitral mechanical heart valve were implanted to treat the rheumatic heart disease. In 2023 the patient presented with a mean transaortic gradient of 11.3mmhg. On an unknown date the patient presented to the hospital with chest pain followed by sudden syncope, along with associated traumatic brain injury. Upon physical exam the patient also had hypotension. Tte showed severe right ventricular dilation and dysfunction. Angiography showed a thrombotic occlusion of the proximal right coronary artery that was recanalized by thrombus aspiration. Three months later the patient had no remaining thrombus and stable heart function. [The primary and corresponding author was gloria rocio padilla rodriguez, cardiology unit, hospital universitario virgen macarena, avd. Dr. Fedriani 3, 41009 seville, spain, with corresponding e-mail: gloriapr.24@gmail.com.]